Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction injection was administered to address the bg. The customer reverted to an alternate method of insulin therapy.